Manufacturer narrative:
The device has not returned to olympus for evaluation. The cause of the reported complaint cannot be confirmed. Based on similar reports, a potential cause for the damage to the teflon pad is operator¿s technique. The device instruction manual contains several warning statements to prevent thermal and mechanical damage to the teflon pad: ¿do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects¿. ¿do not activate output while applying the probe tip to the tissue with a strong force, grasping thick tissue or twisting the handle.¿ and ¿do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected.¿ as a preventive measure in the event of device malfunction, the instruction manual also recommends that a spare device be available during the procedure.

Event description:
Olympus was informed that in the middle of a total laparoscopic hysterectomy, while the device was cutting, the teflon pad melted and exposed metal underneath the pad. The device also generated a short circuit error. There was no reported patient injury, additional bleeding, or device fragment fallen into the patient. The procedure was completed with another similar device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the customer complaint for teflon pad melted with metal exposed under the pad and short circuit error. The teflon pad was melted, deformed and partially detached from the jaw, exposing metal underneath. Char marks were found on both the teflon pad and the probe. In addition, the probe had surface scratches. A short circuit error was generated during evaluation testing.